Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore off and became stuck in the cartridge. The lens was removed in pieces and was discarded with no patient injury. Another same model lens was implanted.

Manufacturer narrative:
Evaluation: conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.